Event description:
It was reported the patient did not have stimulation. The patient reported the charger was not working, and the battery was low. A replacement charger was sent to the patient. Follow up with the patient on (B)(6) 2011 found the patient had not used the new charger. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.